Event description:
It was reported that catheter issue occurred. The stenosed target lesion was located in the anterior segment of the anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device had already knotted when it was unpacked. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the telescope was kinked and the imaging window was twisted. Based on the evidence, the as reported code of catheter material twisted can be confirmed. Regarding the encountered telescope kinked, this is often caused by the action of external forces over the material, such bending forces could be encountered during the procedure at several stages, during handling or manipulation of the device by the user and mainly during telescoping action. A kink in the telescope can occur when advancing the transducer to the most distal section with the telescope function. This action causes a compressive force in the male telescope tubing that if not parallel to the friction from inserting the male into the female section, could bend the telescope and collapse the tubing, causing a kink. All compiled information on this investigation determines that the most probable cause is: cause not established.

Event description:
It was reported that catheter issue occurred. The stenosed target lesion was located in the anterior segment of the anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device had already knotted when it was unpacked. The procedure was completed with another of same device. No patient complications were reported.